Event description:
It was reported that 10 needle 23ga 1-1/4in experienced clogged needles. The following information was provided by the initial reporter: disconnection of needle during vaccination, clogged needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: a device history record review was completed for provided lot number 201214. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a shelf carton of microlance needles were returned for evaluation by our quality engineer team. Twenty units from the shelf carton were selected for examination. Through inspection of the samples, no clogged needles were identified. Twenty of the needles were assembled with a bd emerald 2ml syringe. The needles were assembled following regular practices, by positioning the hub component on the syringe tip with a slightly rotational movement. None of the samples showed signs of poor connection or leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. It is possible that an issue with defective luer dimensions, damage to the syringe tip, or an error in handling occurred contributing to the report of disconnection. Needles are inspected for occlusion conditions every thirty minutes during assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 needle 23ga 1-1/4in experienced clogged needles. The following information was provided by the initial reporter: disconnection of needle during vaccination, clogged needle.